Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During interrogation, the patient's pacemaker was unable to be interrogated. No intervention performed was reported. No patient consequences was reported.